Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an infection with sepsis. Reportedly, the patient also had mitral valve (mv) vegetation and the physician thinks it is unlikely related to device implant. The patient was hospitalized and treated with intravenous antibiotics. A revision was performed and the ICD, right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.